Event description:
The customer reported no image during fluoro and says low ma warning was displayed. No patients were involved.

Manufacturer narrative:
The ge service rep removed and replaced parts. Ran filament calibration. Verified operation before returning to service. Review comment: